Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the charging too often and poor coupling was first noticed in (B)(6) of 2018 or (B)(6) of 2019. The cause of the issues was patient error as the patient was moving around too much while charging. The hcp recommended the patient recline while charging, use adhesive discs, and pay closer attention to coupling. According to the hcp the charging too often and poor coupling was resolved ¿to some degree as the patient refused to sit still.¿ no patient symptoms or further complications were anticipated.

Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was charging too often and getting poor coupling. They had seen the rep the day prior. Adhesive discs were sent. No symptoms were reported. No further complications were reported or anticipated with this event.